Manufacturer narrative:
The device passed the external visual inspection. System lock was verified. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed cut electrode wires a the epoxy header region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical test performed. The device passed the mechanical test performed. It is believed that the failure of this device was caused by the broken electrode wires found in the epoxy header region. It is believed that these breaks caused the out of range impedences reported. This older device configuration is no longer manufactured. This is the final report, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.